Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not know what circumstances led to the ins depleting too quickly. The patient said it happened gradually over a period of time. The patient stated they received a new recharger but that had not resolved the problem. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that their ins battery is running out every few days and it used to last 2 weeks or more and is referring to their ins. They said they spoke to a manufacturer's representative (rep) a couple to 3 weeks ago and the rep said the ins might not actually be charging up all the way. When they charge the implant, it fully charges the ins to 100%. The insr (implantable neurostimulator recharger) is working as designed and the issue is the patient's ins depletes too quickly. No patient symptoms reported. No further complications reported/anticipated.